Manufacturer narrative:
Batch review performed on 20 april 2016. Lot 136322: (B)(4) items manufactured and released on 02 april 2014. Expiration date: 2019-02-28. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Cocr ball head 12/14 ø 28 size m 0, code 01.25.012, lot. 147302 (k072857) (B)(4) items manufactured and released on 13 january 2015. Expiration date: 2019-11-30. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain in the hip due to an infection. The surgeon removed the head and bipolar head. The surgery was completed successfully. X-rays and explants are not available.

Manufacturer narrative:
On 21 june 2016 it was prepared a final report with the information already submitted in the initial report. On 28 june 2016 the report was sent to the initial reporter and the case was closed.